Event description:
St jude cardiac monitor was implanted (B)(6) 2018 at (B)(6) hospital in (B)(6). It is monitored by an (B)(6) app called ¿(B)(6)¿ by abbott labs. As long as you keep your (B)(6) within 5 ft of you, it will monitor your heart for afib symptoms. You can tap the screen to record symptoms while awake. At night it is supposed to monitor or sample on its own. Each morning the screen tells me, it could not connect and to tap screen to reconnect to implanted cardiac monitor. I have reported this to abbott labs by phone and e-mail with pictures of screen shots. No resolution as of this writing. If I have atrial fibrillation symptoms during the right they will not be recorded it seems. This can be life threatening. Abbott labs (B)(6) app called "(B)(6)" for implantable st. Jude cardiac monitor. If you go to the (B)(6) store and look up this app, you will see many similar complaints.